Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the new patients had not been showing in the station. A technical support specialist dialed into the server, ran the server downtime query, and verified that the messages corresponded with the current time. On the health sight viewer, patient information appeared delayed or down for epic_adt for 1 hour and 34 minutes. The tss gave a callback and spoke with the customer, advising them to have the epic team check further since the notice on health sight viewer (hsv) was still showing as down while the device displayed a critical override due to the communication issue. The customer acknowledged and agreed to refer the matter to the epic team as advised. Later, the tss gave another callback and informed the customer that the notices had cleared, and the issue should be resolved. The customer confirmed that the pharmacy director had notified them that information technology (it) had fixed the issue. Permission was granted for case closure. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients were not showing and in critical override mode. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.